Event description:
Procedure: low anterior resection. According to the reporter: an anastomotic leak occurred at the staple line requiring interventional radiology to place drain. Antibiotics had to be given for 10-14 days and the pt has experienced significant pain due to the leak.

Manufacturer narrative:
(B)(4).